Event description:
The ablation catheter stopped working while in the patient. The catheter was removed and replaced with no reported harm to the patient clinical site corresponded directly w mfg rep about the event and coordinating product return. Manufacturer response for ablation catheter, 31mm farawave pulsed field ablation catheter (per site reporter).